Event description:
The customer reported a usable fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Various image quality testing was performed and the metal rejection configuration was optimized during the service call. The system was tested and found to be working as intended and put back into service.